Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. It was noted there was blood/body fluid outer tubing overlay, helix/lobe distorted/bent, and the lead had been damaged at implant. (B)(4): the full lead was returned and analyzed. The helix was disengaged from helical channel, and there was blood in/on lobe mechanism (sleeve head), blood in/on helix lobe mechanism.

Event description:
It was reported the right ventricular lead helix would not deploy after retracting the lead for repositioning. It was also reported that the helix may have been over retracted approximately three weeks ago at lead implant. The lead had a loss of capture, noise and was not in the original implant position. Additionally, the left ventricular lead dislodged during the repositioning procedure of the right ventricular lead. Both leads were explanted and replaced. No patient complications were reported as a result of this event.